Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate dimension vista instrument and resulted higher. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
A siemens headquarters support center (hsc) specialist evaluated the instrument data. The hsc specialist did not find any indication of a reagent delivery issue, mixing issue, or non-specific binding issues based on the result monitor values. The cause of the discordant vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.